Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7208893, medical device expiration date: 2018-07-31, device manufacture date: 2017-07-27. Medical device lot #: 7299676, medical device expiration date: 2018-10-31, device manufacture date: 2017-10-26. Summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported the blood did not separate properly while using a bd vacutainer® sst¿ blood collection tube. In addition, it was also reported "it looks like there is a large clot in the sample that will not spin down under the gel barrier". There was no report of exposure, serious injury or medical intervention.